Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine follow-up the clinician noted increasing thresholds and intermittent capture. Additional testing was performed and the lead remains in use. No patient complications have been reported as a result of this event.